Event description:
The customer observed false reactive alinity I cmv igg result for one patient. The sample was repeated and the result was nonreactive. The customer noted serum deposits on the sample pipettor. The following data was provided: sid (B)(6) initial result = 86 au/ml (reactive). Repeat result = 0.2 au/ml (nonreactive). No impact to patient management was reported.

Manufacturer narrative:
The customer inspected the analyzer and observed serum buildup on the sample pipettor. The pipettor was cleaned and the sample was repeated. No definitive part was replaced and/or identified, therefore, the alinity I processing module was considered the likely cause of the issue. An instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results reported for (B)(6). A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the alinity system or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity I processing module serial number (B)(6) was identified.